Manufacturer narrative:
(B)(4). The device involved in the complaint is not available for return to the manufacturer. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 08-may-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.

Event description:
Halyard received a single report that referenced two different incidents, which were associated with separate units, involving a single patient. This is the second of two reports. Refer to 2026095-2017-00081 for the first device. Fill volume: 750 ml. Flow rate: 12 ml/hr. Procedure: ventral hernia repair. Cathplace: bilateral abdomen, pre-peritoneal space. It was reported that a elastomeric pump completed infusion faster than expected. The pump was used on a female patient who underwent ventral hernia repair, and connected to a silversoaker catheter placed in the abdomen. The pump completed infusion in a day or so while the patient was still in the hospital. The patient received a second pump that was connected prior to her hospital discharge. After her discharge, the patient called the surgeon and explained that the pump completed its infusion within 24 hours. She experienced a metallic taste in her mouth and was seen at the ER. No hospital admission was necessary. Additional information received on 04-may-2017 stated that after the "aaa repair," the doctor placed bilateral silversoaker catheters in the pre-peritoneal space, and connected them to the elastomeric pump filled with .2% ropivacaine anesthetic. The pump lasted 62 hours. The patient was still in the hospital when the second pump was connected. The patient stayed in the hospital two more nights, and she received a new, third pump, before discharge. However, the patient thinks she may have received a third pump, but is unsure. The patient states that she went home on friday and awoken to an empty pump on saturday morning. The patient went to ER due to the fast flow event in order to be checked out, but was asymptomatic after six hours of observation. She was discharged without treatment. The patient did not report this to the surgeon until her follow-up appointment on (B)(6) 2017. The number of pumps dispensed to the patient could not be confirmed, therefore, this event will be reported for two devices.